Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿left side started to swell up¿, ¿800 ml of liquid with blood was drained¿, ¿capsular contracture, baker grade IV¿, ¿contracture and distortion of the breast shape¿, ¿pain¿, ¿small amount of fluid around the left implant; liquid between device and breast tissue¿, ¿inflammatory process¿, ¿accommodation folds¿, and ¿signs of anterolateral rotation of the left implant closure seal¿. The device has been explanted.